Event description:
Heparin was administered. Post graft blush (type IV endoleak) was noticed. Patient outcome - "patient will receive follow-up imaging."

Event description:
Heparin was administered. Post graft blush (type IV endoleak) was noticed. Patient outcome - "patient will receive follow-up imaging."